Event description:
It was reported that the physician was attempting to treat a patient at the right mid popliteal artery. The lesion type was described as calcified with no tortuosity and moderate calcification. It was reported that the physician advanced a 7 mm spider embolic protection device through a 7f sheath and a .035 trailblazer. A hawkone was then used to treat the lesion proximal to the filter. It was reported that the directional atherectomy device did not come in contact with the filter. The lesion was then post-dilated using an impact admiral balloon. The spider device was retrieved with the trailblazer. It was reported that the physician noted what appeared to be an embolus in the anterior tibial. The physician reported he didn't know when exactly the embolus occurred as many devices were being taken in and out of the sheath and across the lesion. The physician attempted to reload the spider into the delivery catheter in an effort to capture the embolus. It was reported that the spider would not re-insert into the sheath. It was reported th at a second 7 mm spider was then used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation. The spiderfx system was received with the floppy distal tip and filter distal marker band protruding from the distal end of the green delivery end of the duel ended catheter. A series of kinks were noted within 5 cm of the distal end of the green delivery catheter. Sanguine residue was noted in and on the filter basket. An offset in the floppy distal tip coil was noted in its proximal end. The filter was advanced distally out of the green delivery catheter. Sanguine residue was noted on the filter basket. The filter basket was allowed to soak in warm tap water to remove the sanguine residue. A ¿z¿ kink in the spiderfx capture wire was noted proximal of the filter basket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.